Manufacturer narrative:
After further investigation, it was determined that this case is not a reportable event with philips. Any failure related to the touch screen would be obvious to users because an incorrect response or lack of touch response is easily distinguished from normal response. During this time, physiological data can continue to be displayed, and alarms can continue to operate. The user would make arrangements for use of an alternate display as indicated. The field service engineer recalibrated the touch screen and did the necessary checks have been carried out to certify the correct operation of the equipment. This is deemed not a reportable event with philips.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). H6: a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen is frozen, need to check tococardiograph. It is unknown if the device was in clinical use at time of event, no adverse event was reported.